Event description:
A few days after surgery in 2003, the pt developed a fever, had a positive blood culture, and was started on IV antibiotic therapy. The pt initially defervesced, but then became worse and demonstrated evidence of his mitral valve dehiscence from its repair site. He underwent re-exploration for wound debridement and irrigation three weeks later, went on to develop severe sepsis and shock, and was put on extracorporeal membrane oxygenation (ECMO). Excessive bleeding while on ECMO necessitated another re-exploration. The pt suffered neurologic damage while on ECMO and died one week later.